Event description:
It was reported that the patient indicated the device would be removed due to it not working. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Product ID 3778-75, lot#, serial# (B)(4), implanted: 2012 (B)(6), explanted: product type: lead; product ID 37754, lot#, serial# (B)(4), implanted: explanted: product type: recharger; product ID 37744, lot#, serial# (B)(4), implanted: explanted: product type: programmer, patient.